Event description:
Customer reports false positive hcg on multiple pt samples run on the instrument. No unnecessary med procedure was performed. No treatment was withheld as a result of this incident. There was no impact to pt health.

Manufacturer narrative:
Positive hcg results were reported to the physician. Confirmatory testing of beta hcg caused a delay of a scheduled procedure. Beta hcg results were negative.